Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that there was no irrigation from the infusion cannula during a combined cataract/vitrectomy procedure. The procedure was completed by adjusting the intraocular pressure with a syringe. Additional information and the product sample were requested.

Manufacturer narrative:
The lot complaint history was reviewed; this is the first complaint for the finish goods lot and first for this issue. The device history shows the product was released per specifications. Two used cassettes were returned and visually inspected. In returned condition, a yellow three way stopcock was connected to an infusion cannula; the stopcock was noted to be in a partially closed position. There were no other manifolds or components returned. It is important to remind the customer to return all products associated with the event for a full evaluation. The auto infusion valve manifold was tested. An external pressure source was used to perform a cracking pressure test. The pressure was incrementally increased until the valve actuated. The sample was found to be conforming. Each sample was tested on a console representing the current software version. The ball in the check valve of the drip chamber moved freely per specification. The sample could prime and pass intraocular pressure calibration successfully. No anomalies were observed during priming. The infusion pressure, irrigation, and aspiration rate were all measured at multiple set points throughout the console range and met specifications. Toggling the infusion and the fluid/air exchange (f/ax) modes, fluid and air flowed from the cassette to the infusion line continuously without any bubble in various settings in all sub modes. No message code appeared on the screen. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test had completed. The sample met specifications. The root cause of the customer's complaint could not be established; the returned sample met specifications. (B)(4).